Event description:
Reportable based on analysis completed on 28-sep-2018. It was reported that the stent could not cross the guidezilla and the device was kinked. The 20mmx3.0mm 95% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 145, 5-in-6 guidezilla was selected for use. Initially, the stent could not cross the lesion. The physician used a guidezilla and found the stent could not cross the guidezilla. The physician withdrew the guidezilla and found the connection between the metal and the catheter was kinked. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed the distal shaft was partially detached/separated at the collar device evaluated by MFR.: the device was returned for evaluation. A microscopic examination noted that distal shaft was partially detached/separated at the collar. The pfte liner was still attached to the inside of the collar, indicating that the shaft potential kinked first causing the partial separation. A 4.0 mm stent delivery system (sds) was used for testing as the sds used in the procedure was not returned for analysis. It was noted that the sds had resistance when trying to pass through the collar due to the partial detachment/separation. No other damages or irregularities noted.